Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose of 500 mg/dl and was hospitalized on (B)(6) 2015. The customer felt irritable, jittery, stressed and nauseous. Blood glucose at the time of admission was between 460 and 480 mg/dl. She stated she is pregnant and had elevated pressure and contractions. She was in the emergency room for 6 hours and then released. She also reported that she changed the set that night and the insulin pump alarmed no delivery during bolus and prime the next morning. Blood glucose value was 192 mg/dl. It was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. She was then instructed to assemble a new infusion set with current reservoir; insulin did not exit the tubing. Customer changed the reservoir; insulin pump did not alarm no delivery with manual prime. Customer was advised the insulin pump is working as designed and the alarm was resolved by changing the reservoir.